Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 206819 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 300cc, catalog number 3507300bc, lot number 206819 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with gel mentor memorygel breast implant 300cc and experienced bilateral rupture of left and right breast implants. The rupture was diagnosed by the healthcare professional by MRI on (B)(6) 2018. As a result, the patient had undergone bilateral explantation and bilateral replacement with gel mentor memorygel breast implant catalog number 3503251bc, serial number (B)(4) on the left breast and gel mentor memorygel breast implant catalog number 3503251bc,serial number (B)(4) on the right breast on (B)(6) 2017. This medwatch report is for the right breast implant.